Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 180 mg/dl, and the meter bg reading was 89 mg/dl. As a result of the increased basal, customer's blood glucose (bg) level lowered ranging from 33-54 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Customer went to the emergency room (ER) and was treated with intravenous fluids and dextrose. Customer was released from the ER the next day, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.